Event description:
The doctor met with the patient on (B)(6) 2016.

Event description:
Information was received from a patient implanted with a neurostimulator for post-lumbar laminectomy syndrome. It was reported that since 2015, the patient got a shock/jolt intermittently when turning on therapy. The shock would go away, but recently it was happening more often. The patient was to follow-up with a healthcare professional.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.